Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h10, h11. No product was returned but some pictures were provided; due to the low quality of the pictures a further analysis is not possible. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint histories identified additional similar complaints for the reported items and no additional similar complaints for the reported part and lot combinations. Complaints are monitored per complaint trending process. Medical records were provided and reviewed by a health care professional. Radiographs were provided and reviewed by a radiologist. A medial unicompartmental arthroplasty is present in the right knee. The implant shows no signs of loosening or fracture, and its fit remains stable. A minimal varus deformity of the knee is observed, but it is unlikely to necessitate revision. Bone quality appears mildly osteopenic. There is no evidence of abnormal radiolucency or other abnormalities. The lateral compartment of the knee appears normal, with no significant findings apart from the minimal varus deformity. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial knee surgery and subsequently, 5 months post implantation, was revised due to pain in the lateral compartment. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). D10.oxford ph3 cementless fem sz l pc/ha item# 154927, lot# 7495480. Oxf anat brg rt lg size 3 PMA item# 159582, lot# 7703977. G2. Report source: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.